Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. Visual inspection of the stapler noted a metal piece in the handle that holds the stapler handle open was missing. Engineering confirmed that the spring level was missing and the anvil key was misaligned. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the missing spring level and misaligned anvil key are most likely due to rough handling of the unit which may include dropping of the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was fired three times without any problems. After the fourth time, the device jammed and could only be opened by the user by force. There were no other complications with the patient.